Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction alarm appeared again.